Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Concomitant products: arctic front advance cardiac cryoablation catheter, model 2af284; freezor max cardiac cryoablation catheter, model 239f3; flexcath advance steerable sheath model 4fc12.

Event description:
On (B)(6) 2014, the arctic front advance cryoablation catheter was used to isolate lspv, lipv, rspv and ripv sequentially. Treatment of ablation gap at the ripv was attempted using the freezor max cryoablation catheter but this approach was not successful and isolation was completed using a rf ablation catheter. The physician noticed under fluoroscopy that the cardiac motion had weakened. The patient was diagnosed with cardiac tamponade and pericardial effusion was drained by pericardial drainage catheter. The patient remained in stable condition. As per the physician, it is not clear at which point during the procedure that the cardiac tamponade had occurred. The patient was discharged from the hospital on (B)(6) 2014. Device 4 of 4, reference MFR report: 3002648230-2014-00156, 3002648230-2014-00157 and 3002648230-2014-00158.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.